Event description:
In 2008, pt presented with a 5mm neck (off-label); had implant of a bifurcated device and a proximal extension with good results. One month follow up revealed no proximal type I endoleak, but there was a slight type ii that was left for monitoring. At 6 month follow up, the type ii endoleak was propagating the neck causing a proximal type I. At approximately 1 year follow up, CT revealed that the proximal type I was bigger, there was about a 3-4mm gap between the proximal end of the cuff and the lowest renal, there was no sac expansion, and there was distal sac regression near the aortic bifurcation. In 2009, the pt was treated with a suprarenal extension and a palmaz stent with good results.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Treatment of 5mm neck is off-label per indications for use. Use of palmaz stent is off-label.